Manufacturer narrative:
Inspection of the download data and patient history buffer data showed no evidence of issues with insulin delivery. No timeouts or drive stalls occurred that would indicate a failure of the pod to deliver insulin, and no hazard alarms were generated. The automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs. Inspection of the device did not find any issues that would result in the pod failing to deliver insulin.

Manufacturer narrative:
Please see b3 for updated date of event.

Event description:
The patient reported that on (B)(6), 2025, the pod did not deliver insulin, resulting in a high blood glucose level of 28.7 mmol/l, 516.6 mg/dl, and ketones were at 6 mmol/l. The patient was experiencing nausea, vomiting, diarrhea, and excessive urination. The patient removed the pod and proceeded to the hospital. The patient was diagnosed with diabetic ketoacidosis. As treatment, the patient received insulin via intravenous, potassium, glucose, and saline. The patient was discharged from the hospital on (B)(6) 2025. The patient further reported using fast-acting insulin (fiasp). The patient was contacted and informed that fiasp is not approved for omnipod5, and they should speak to their doctor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.